Event description:
It was reported that this pacemaker was not capturing after receiving shock therapy, and was set at a higher pacing threshold. Technical services (ts) was consulted noted that shock therapy effect on heart capture. This pacemaker remains in service. No adverse patient effects were reported.